Manufacturer narrative:
Concomitant medical products: rx45jbp, competitor lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The physician attempted to place a new system on the opposite side, but was unable to due to the patient's anatomy. The lead remains in use. The product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.